Manufacturer narrative:
Due to character restrction in block e1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a intermittent system failure. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checked the equipment, following the maintenance protocol, no anomaly is detected. The operation is correct.

Event description:
N/a